Event description:
It was reported that a clearlink continu-flo 3 port manifold came ¿apart in the lower portion.¿ the components involved in the separation/disconnection were not specified. Patient involvement and the step of setup or therapy during which this occurred are unknown, though the reporter stated that the patient would lose blood if this was not caught right away. During follow up with the reporter, they stated that the separation was due to the operator not tightening the in-line connections per the labeling instructions. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). (Therapy dates) - the event occurred sometime between (B)(6) 2014. Should additional relevant information become available, a follow up report will be submitted.